Event description:
It was reported that the autopulse platform displayed a user advisory 45 (not at "home" position after restart/power-on) message while the device was being cleaned after being used on a call. Customer indicated that the cam shaft was stuck in position and the message was unable to be cleared. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: the reported issue was confirmed. Review of the archive data showed ua45 (not at "home" position after power-on/restart). Additionally, the ua45 was also observed when the platform was powered on. Some possible causes for the ua 45 include: 1) removing the lifeband clip when the shaft is not at the home position, 2) if during normal operation of the device the user lifted the lifeband quickly on one side, or 3) if the lifeband was not fully extended when the user was pulling up on it. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position." Per warning indicated in the user guide, "removing the band clip when the driveshaft is not at its home position will result in a permanent user advisory (45) that the user will not be able to clear."